Event description:
This distributor became aware on 6/12/96 of an incident that occurred involving a co's device. A pt tripped on their IV, breaking off the external portion of their PICC line and experiencing an air emboli. The pt lost consciousness for one min. A CPR team responded and the pt regained consciousness. The PICC line was removed and the pt's condition is stable. No further details are available regarding the circumstances surrounding this event. No malfunction of this device occurred. An incident resulted from user error. Co does not attribute this event to the device.